Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurost imulator (ins). It was reported that yesterday the patient underwent an MRI examination at the hospital. Today, upon returning home and charging the device, noticed that the stimulation was turned off. Troubleshooting was performed. Guidance was provided to turn the stimulation back on. The patient mentioned that they usually do not feel the stimulation, so it was unclear when the stimulation was turned off. They believe the stimulation was turned on after the examination yesterday, but the caller did not confirm the stimulation status before leaving, so it was uncertain whether it was on when they returned home. The patient also mentioned that they went straight home by taxi from the hospital and did not approach any anti-theft gates. Cause was unknown and patient was advised that if the issue recurs, it may be necessary to check the status of the stimulation device. Patient was asked to call again if it happens again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.